Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue with the battery compartment. On mm/dd/2015, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. No additional information was available. Attempt by the customer support to follow-up on the matter was unsuccessful. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/15/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged damaged battery compartment was verified. The battery compartment was found to have cracked at two places, in the threads area and below the grip pad. Unrelated to the complaint, the threads of the battery cap were found to be stripped and unable to maintain electrical contacts. A test cap was used in the evaluation. The pump powered up to the display with auditory and vibratory functions. No tactile issues were found with the buttons. The incident description was inadvertently reported as both a casing/condition (cracked/damaged casing) issue and a history/settings (inaccurate delivery) issue. The correct reported issue is casing/condition (cracked/damaged casing) issue.